Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported the pt experienced aseptic necrosis at the right burr hole. The pt suffered a superficial lesion at the right burr hole cap in 2007, while he was loading firewood. The wound did not heal properly. The hcp noted that further complications were partly due to late presentation of the pt to the hcp. Surgical revision was done the following year. The pt's neurological state was reported as stable with excellent motor condition.